Manufacturer narrative:
The plcr75b was returned and evaluated. There were no jammed pushers or abnormalities that would cause the device to stall. The plc75 was returned and performed as intended. The idrivec was returned inoperative. The idrivec had a transistor installed that may have caused a short in the device, which may have led to the firing incomplete condition. The transistors will be replaced on the boards used in the intelligent devices.

Event description:
During the firing of a plcr75b via a plc75 for a subtotal- gastrectomy using an idrivec the firing was incomplete and the anvil on the plc75 did not open. The idrivec had become unresponsive.